Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned loose inside the lens carton with the lens case lid (lens case base not returned). Solution was dried on the lens. The optic was cut into two portions. Both cut optic portions had scratches and cracks on the anterior and posterior sides of the lens near the center of the lens. One cut optic portion has deep intersecting scrape marks between the optic edge and center of the lens on the posterior side of the lens. The observed damage is typical of insertion and removal. Product history records were reviewed, and documentation indicated the product met release criteria. The fil indicated the use of a qualified cartridge and handpiece. The associated viscoelastic was not provided. It is unknown if a qualified product was used. The reported lens damage was observed. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Not enough information was provided to determine if a qualified viscoelastic was used. Company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Information was provided in the file that "the customer does not wish to be contacted". No further information has been provided. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during intraocular lens (iol) implant procedure, observed a scratch in the center of the iol after implanting the lens in patient eye and the surgeon decided to cut it out right away and inserted an unspecified new iol. The procedure was completed on same day without any harm to the patient the issue was resolved. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (tfnt30-60) that is sold in the united states under (PMA/510(k) # (p040020). The manufacturer internal reference number is: (B)(4).